Manufacturer narrative:
Product evaluation: (B)(4). The glass cap exhibits a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild detritus adhesion on metal surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
The fiber tip (cap) was not cleaned during the procedure.

Event description:
It was reported that @ 11,395 joules of use and 2:41 minutes, there was a "perforation of the bladder; probe (fiber) shooting in the axis". Patient outcome: no further patient information provided. No further information was provided.